Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap at the output window exhibits severe devitrification; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Based on the event information provided the fiber "stopped working" at 170,000 joules and 27 minutes of usage. The fiber was exchanged and the case was completed. No patient or user injury was reported.